Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 402.220s, lot: l323888. Manufacturing location: selzach, release to warehouse date: mare 01, 2017, expiry date: feb 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all material, dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material (lot 20045) was confirmed to be correct per the specification with no non-conformance noted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. A visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition as the received screw is broken post production in the neck portion. No visual defects manufacturing related have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs, ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of the titanium locking compression plate (lcp) supra- clavicular plate and locking screw for due to screw breakage was suspected by x-ray, and nonunion. Originally, the patient had an open reduction internal fixation surgery for the clavicle fracture, on (B)(6) 2018. During removal surgery, the surgeon found that the neck part of one (1) locking screw in the distal area had broken. The removal of broken screw was completed successfully without problem. There was no delay in the removal surgery and no adverse consequence to the patient. Concomitant devices reported: lcp supra- clavicular plate with lateral extension, 6 holes (part #: 04.112.091s, lot #: h338638, quantity: 1), 2.7mm locking screw, self-self tapping, l18mm (part #: 402.218s, lot #: l917647, quantity : 3), 2.7mm locking screw, self-self tapping, l20mm (part #: 402.220s, lot #: l770078, quantity : 4), 3.5mm cortex screws, self-tapping l22mm (part #: 404.822s, lot #: l454628, quantity : 1), 3.5mm cortex screws, self-tapping l24mm (part #: 404.824s, lot #: l323265, quantity : 1), 3.5 locking screw, self-self tapping, l20mm (part #: 412.106s, lot #: l688857, quantity : 2). This report is for one (1) 2.7mm ti locking screw 20mm. This is report 1 of 1 for complaint (B)(4).